Event description:
The surgeon was making a stab incision in the patient's left knee. The blade broke in half. The broken piece of the blade was visualized in the knee incision via scope and the surgeon used a biter to remove the broken segment from the knee. The was no obvious injury noted.